Event description:
Approximately 2 month(s) and 29 day(s) post-operative of a left tka, it was reported via clinical study that the patient experienced superficial wound dehiscence. The patient first experienced the dehiscence, also noted a defect of about 3x5 cm is observed, which does not currently expose the prosthesis, but dissects medially. Negative pressure therapy is administered. Approximately a week following, negative pressure therapy is withdrawn, and cures are carried out every 7 days for a month, when the dissolution is closed. The patient underwent a debridement and skin closure without incident and the event is now considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
(D10) reported concomitant device(s): 02-010-01-0225 - logic femoral ps cem left sz 2.5: (B)(6) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t: (B)(6) 02-012-35-2511 - logic tibia ps mod insrt sz 2.5 11mm: (B)(6) 200-02-29 - three peg patella 29mm: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8. G4: 510k unknown due to specific device not being reported. The following sections were corrected: h6. The cause of the patient¿s wound dehiscence reported cannot be conclusively determined but may be related to a patient condition or trauma to the surgical incision site. The reported issue cannot be confirmed, but the event as described appears unrelated to the design, manufacturing, or reasonably foreseeable misuse of the devices. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.